Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms in unipolar and bipolar configuration. No noise was noted. Patient isometrics, pocket manipulations and valsalva were performed which were negative. The patient complained of chest pain in the upper left chest; however, this was not during the device evaluation. It was discussed to continue monitoring the patient. No adverse patient effects were reported. The device remains in service.